Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center, the device did not power on and operate as it should. An initial power up error occurred. The manufacturer's service technician recommended replacing the device's power management board to address the issue. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is required.